Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). Other device used: catalog #00784803201, m/l taper kinectiv neck, lot #62860671. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised for an unknown reason. The liner and neck were replaced.

Manufacturer narrative:
Other device used: catalog #00875705201 , continuum shell with cluster holes, lot #62831141. This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain following a hip arthroplasty.

Manufacturer narrative:
This follow up report is being submitted to report additional information part: 00771300900 name: modular femoral stem press-fit plasma sprayed cementless size 9 lot: unknown. Reported event was confirmed due to the medical records received. Revision operative notes state that according to the surgeon, the patient likely had ligamentous laxity and pain most likely represented some subtle instability of hip with subluxation and not frank dislocation. Acetabular liner was removed and an elevated lip liner was placed. With the new liner, a new straight neck was placed and was noted to be +4mm longer than the previous neck. The patient was put through range of motion without subluxation. The previous CT did appear to show a fracture of calcar and a cable was placed around proximal femur. No evidence of any corrosion was noted within the femoral body. No complications were noted. Radiograph review noted: no hardware complication can be seen. No fracture (as suggested in the calcar noted on CT) is seen. No periprosthetic lucency is identified (as suggested loosening on the femoral stem). Fit and alignment appear normal. The femoral head is located centrally within the acetabular cup. No abnormal radiolucencies identified. Normal bone mineralization is noted. No contributing factors to calcar fracture can be seen. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.